Event description:
It was reported that the 8300 had co2 sensor calibration error. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8300 had co2 sensor calibration error was not identified during the customer call. Biomed explained getting co2 sensor calibration error. Upon checking, tech support recommended biomed to send in device for warranty repair. Biomed confirms the volume of co2 gas pushed into the unit was too high. Biomed reduced the volume by adding a t-connector and bleeding co2 gas when running calibration procedures. This lowered the amount of co2 gas to the unit to a lower amount, allowing the sensor to read the co2 gas. Biomed concludes without venting, the volume of co2 gas was too high for the sensors to read properly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.